Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received an inappropriate shock due to oversensing in the secondary sensing vector. In-clinic exercise testing was performed, which showed appropriate sensing with the device operating in the primary vector, with x2 gain. The physician reprogrammed the device to resolve the event and no additional adverse patient effects were reported. This s-ICD remains implanted and in-service.